Event description:
It was reported that the handpiece would run on its own. This was discovered by a service technician during a repair. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The issue was found by the manufacturer while servicing the device. The e-box was replaced and the trigger and cam lock were upgraded. The device was repaired and returned to the customer.